Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: many fractured wires on the light guide tube in the light guide bundle. Based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. Regarding the additionally identified malfunction, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope presented black image. There were no reports of patient harm.